Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received watchdog timeout alarm, unexpected restart alarm and external ram error alarm. The customer also reported that the insulin pump had blank display even with replacement battery cap. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a frozen screen and had a constant watchdog alarm; the problem was isolated to interface board. Unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify watchdog timeout, external ram crc error and unexpected restart alarms due to frozen screen. However, the insulin pump powered up properly after battery installation and no blank display noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.